Event description:
At end of case when the doctor was removing the ep catheter, it got caught in the introducer and a 3" piece broke off of the end staying in the introducer sheath. Fortunately, doctor "squeezed" the sheath down low and pulled it out with the 3" piece intact inside of the sheath.

Manufacturer narrative:
Visual inspection of the device confirms that the steerable tip has been pulled off of the device. There is significant twisting and stretching of the device in the area of failure indicating the tip was properly bonded. The introducer sheath is crushed and has a hole in it. This will make the device stretch upon removal from the introducer. The device could not be functionally tested because all of the lumens are broken. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.